Manufacturer narrative:
Added medical history. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure(s) performed: laparoscopic lysis of adhesions lasting 45 minutes followed by a laparoscopic ventral hernia repair with 18 x 24 cm gore-tex dualmesh plus patch. Assistant: (B)(6), md. Anesthesia: general endotracheal anesthesia. Estimated blood loss: approximately 50 ml. Fluids: given per anesthesia. Complications: none. Findings: the patient had swiss cheese fascia basically the entirety of his previous incision, defect measuring approximately 15 x 9 cm repaired with a gore-tex dualmesh plus patch measuring 18 x 24 cm. Indications: the patient is a 46-year-old patient of dr. (B)(6) who had 2 prior laparotomies downtown. He now has an enlarging upper midline bulge and has a palpable hernia. He presents for repair. Technique: ¿the patient was brought to the operating suite, lain on the table in supine position. General endotracheal anesthesia was induced. The abdomen was prepped and draped in a sterile fashion. An initial stab incision made in the right upper quadrant. Veress needle inserted. Position confirmed with the instillation of saline. Pneumoperitoneum was carried out. A 10 mm optiview trocar was then placed in the right anterior axillary line under direct vision. There were numerous adhesions to the midline incision. These were then serially taken down after placing two 5 mm trocars in the right upper and right lower quadrants with cautery scissors. Adhesiolysis lasted about 45 minutes. We also placed 2 left anterior axillary line 5 mm trocars on the left. Once we had completely lysed the adhesions from the anterior abdominal wall and also taken down the falciform ligament, we again identified the fact that basically the entirety of the previous incision was attenuated and breaking down. There were numerous swiss cheese type fascial defects. We utilized the 22-gauge needle, passed through the abdominal wall at the edge of the defect to define its width. It was 9 cm in width x 15 cm in cephalocaudad dimension. We elected to repair this with an 18 x 24 cm gore-tex dualmesh plus patch. This was brought onto the field. The corners were cut off. Eight sutures of 0-gore were placed around the periphery of the mesh. It was marked with a marking pencil for orientation. It was rolled and placed in the peritoneal cavity and unfurled. The gore suture passer needle was then used to bring the sutures up through the abdominal wall at 8 positions around the periphery of the mesh through the full thickness and tied into place. We then went back between the sutures and applied hernia tacks with counter pressure against the abdominal wall at about every centimeter around the periphery of the mesh. This gave good approximation of the edge of the mesh to the anterior abdominal wall; good tension of the mesh, across the defect. We also place some tacks out in the middle portion of the mesh to approximate the mesh up to the anterior abdominal wall across the defect. We then closed the 10 mm trocar site with a figure-of-eight suture of 0-gore. There was no bleeding. The pneumopreperitoneum was evacuated. The skin wounds were closed with subcuticular 4-0 vicryl and steri-strips. Sponge and needle counts were correct x2. Sterile dressings applied. Procedure was terminated. The patient tolerated it well.¿ on (B)(6) 2011: (B)(6). Implant/medical device log. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 8251708. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/8251708) was implanted during the procedure. [Missing records: records for the 2 prior laparotomies and records for the alleged injuries of ¿adhesions, small bowel obstruction, additional surgeries¿ were not provided]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane . The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2422) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2005 through (B)(6) 2016 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: gastroesophageal reflux disease [gerd]. Ventral hernia. Smoking . (B)(6) 2008: ¿stopped smoking.¿ marijuana, meth and cocaine use . 1998: stopped. Unknown date: intestinal blockage. Obesity: (B)(6) 2008: ¿25 lbs. Weight gain.¿ (B)(6) 2011: 222 lbs., bmi 30.1 . Sleep apnea. Uses CPAP machine. Surgical procedures: unknown dates: two laparotomies. (B)(6) 2011: laparoscopic lysis of adhesions, laparoscopic hernia repair with 18 x 24 cm gore-tex dualmesh plus patch. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2011: cystoscopy, right double-j stent placement, extracorporeal shock wave lithotripsy treatment for 1 cm right renal calculus. Relevant medical information: (B)(6) 2008: CT abdomen/pelvis. ¿upper abdominal pain. Impression: there are several prominent loops of small bowel in the central abdomen. More distal small bowel loops are completely decompressed and the colon appears unremarkable. The stomach is not particularly distended and proximal small bowel also is relatively decompressed. These findings are nonspecific. The central small bowel loops could indicate some element of small bowel obstruction. However, the proximal decompression is atypical. I see no focal inflammatory changes. There is no free air or free fluid.¿ implant preoperative complaints: (B)(6) 2011: ¿the patient is a 46-year-old patient who had 2 prior laparotomies. He now has an enlarging upper midline bulge and has a palpable hernia. He presents for repair.¿ (B)(6) 2011: preoperative diagnosis: ¿ventral hernia.¿ implant procedure: laparoscopic lysis of adhesions lasting 45 minutes followed by a laparoscopic ventral hernia repair with 18 x 24 cm gore-tex dualmesh plus patch. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/8251708, 18cm x 24cm x 1mm thick]. Implant date: (B)(6) 2011 [hospitalization (B)(6) 2011]. Findings: ¿the patient had swiss cheese fascia basically the entirety of his previous incision, defect measuring approximately 15 x 9 cm repaired with a gore-tex dualmesh plus patch measuring 18 x 24 cm.¿ description of hernia being treated: ¿an initial stab incision made in the right upper quadrant. Veress needle inserted. Position confirmed with the instillation of saline. Pneumoperitoneum was carried out. A 10 mm optiview trocar was then placed in the right anterior axillary line under direct vision. There were numerous adhesions to the midline incision. These were then serially taken down after placing two 5 mm trocars in the right upper and right lower quadrants with cautery scissors. Adhesiolysis lasted about 45 minutes . We also placed 2 left anterior axillary line 5 mm trocars on the left. Once we had completely lysed the adhesions from the anterior abdominal wall and also taken down the falciform ligament, we again identified the fact that basically the entirety of the previous incision was attenuated and breaking down. There were numerous swiss cheese type fascial defects. We utilized the 22-gauge needle, passed through the abdominal wall at the edge of the defect to define its width. It was 9 cm in width x 15 cm in cephalocaudad dimension. Implant size and fixation: ¿we elected to repair this with an 18 x 24 cm gore-tex dualmesh plus patch. This was brought onto the field. The corners were cut off. Eight sutures of 0-gore were placed around the periphery of the mesh. It was marked with a marking pencil for orientation. It was rolled and placed in the peritoneal cavity and unfurled. The gore suture passer needle was then used to bring the sutures up through the abdominal wall at 8 positions around the periphery of the mesh through the full thickness and tied into place. We then went back between the sutures and applied hernia tacks with counter pressure against the abdominal wall at about every centimeter around the periphery of the mesh. This gave good approximation of the edge of the mesh to the anterior abdominal wall; good tension of the mesh, across the defect. We also place some tacks out in the middle portion of the mesh to approximate the mesh up to the anterior abdominal wall across the defect. We then closed the 10 mm trocar site with a figure-of-eight suture of 0-gore. There was no bleeding. The pneumopreperitoneum was evacuated. The skin wounds were closed with subcuticular 4-0 vicryl and steri-strips. Sponge and needle counts were correct x2. Sterile dressings applied. Procedure was terminated. The patient tolerated it well.¿ (B)(6) 2011: discharge. [No records provided]. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, status of the device is unable to be confirmed and therefore not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8251708. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "adhesions, small bowel obstruction, additional surgeries". Additional event specific information was not provided.